Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of a broken grip cable at the idler pulley to be related to the customer reported complaint. The distal idler pulley spun freely and did not exhibit any damage. The root cause of a broken grip cable was attributed to a component failure. Additional observation, which was not reported by site, was that the instrument was found to have blade damage. One of the blade edges was indented, which prevents the blades from closing. The root cause of this failure was typically attributed to mishandling or misuse. A review of the device logs (attached) for the monopolar curved scissors (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2022 via system serial# (B)(4). There were 1 use remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported that the monopolar curved scissors (mcs) moved non-intuitively. Upon checking, the customer found a broken cable. The mcs instrument was replaced. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and a broken cable was observed. The mcs instrument jaws motion did not match the action intended by the surgeon. There was no impact to the patient due to the issue.